Event description:
It was reported that the right ventricular (rv) lead had high pacing impedance. The rv lead remains in use and the physician will closely monitor the patient. No patient complications have been reported as a result of this event.